Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's device transmissions revealed episodes of high pacing impedance values on the right ventricular lead. The lead was explanted and replaced. The patient's condition was stable throughout the procedure.